Event description:
The customer reported, the system beeped and turned off during the exam, causing the loss of images. The patient had to be re-exposed to get the images.

Manufacturer narrative:
The customer reported the device beeped and turned off during the exam causing the loss of images. The team is working on implementing corrective measures and a follow-up medical device report will be submitted if additional patient information is available.